Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) tripwire broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure, the tripwire broke when the user attempted to deploy the first band. No visible issue was noted with the device or its packaging prior to use. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event.